Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had "shifted" from one place to another, for months. It was also reported that the ins had not worked/was dead, for about 2 months. It was noted that there was a loss of therapy. The patient said that they were supposed to have surgery, on the day of the report, to either remove or replace the ins. No further complications were reported.